Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. A follow up report will be sent in due course.

Event description:
The event involved a transpac¿ it monitoring kit, 84" safeset reservoir, 2 blood sampling port, 3ml flush device, un-bonded macrodrip where the customer reported that the arterial line tubing came disconnected/broke at an access port while a patient was being turned; the patient had minimal blood loss until issue was resolved. The customer was unsure if tubing got pulled - they did not notice that the tubing became disconnected until the turn was complete and blood was found in the bed. There was patient involvement but harm was not reported as a consequence of the event.

Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. During visual inspection, the safeset port was received separated from the 3" pressure tubing. When the end of the tubing was microscopically examined, sufficient solvent coverage was observed. The probable cause of the pressure tubing separation is unknown. Lot history review could not be conducted because no lot number(s) was/were identified.